Event description:
Cssd put the reamers through the sonic cleaner and washer three times and were still able to bend the reamers and flick blood out of them. Cssd dose not believe they can be cleaned and are therefore concerned that they were used in pts before this case and may have been dirty when they arrived.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Same event as MDR 9610622-2012-00474, MDR 9610622-2012-00475.